Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 480 mg/dl and 56 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.